Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapy. The implant did not cover the lower lumbar, but was covering from the thighs on down since three years ago. The patient was considering device removal. The manufacturer representative met with the patient two weeks later and performed reprogramming. They could not get low back coverage. The patient was getting coverage in the legs but was also getting rib stimulation. The manufacturer representative worked with the patient for quite a while but was unable to get the coverage the patient needed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.